Manufacturer narrative:
Concomitant products : 6935m-55 lead, implanted (B)(6) 2016, 5076-45 lead, implanted (B)(6) 2010, 638bl26 heart band, implanted (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced pain due to the device. The device was repositioned sub-musclarly and remains in use. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.